Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. A review of the device history record coudl not be conducted because the lot number was not provided. Prior to distribution, all cook d.a.s.h. Pre-loaded with acrobat wire guide sphincterotome are subjected to a visual inspection to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook d.a.s.h. Pre-loaded with acrobat wire guide sphincterotome was used. While advancing the wire guide in the bile duct, the coating of the wire guide started to come off. The wire guide could not advance anymore. No section of the device detached inside the endoscope or patient. Another wire guide was used to complete the procedure. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.